Manufacturer narrative:
The event occurred on an unspecified date of year 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets with cassettes had ¿caps falling off of the patient line¿. The patient did not observe any damage to the cassettes. This was observed during unspecified steps of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of year 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets with cassettes had ¿caps falling off of the patient line¿. The patient did not observe any damage to the cassettes. This was observed during unspecified steps of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.